Manufacturer narrative:
Device used for treatment and not diagnosis. Pioneer surgical technologies manufactured the 1.7mm cable with crimp, 750mm sterile. The manufacturing records were reviewed and all lots met specification.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. The manufacturer name, city and state were corrected from synthes, (B)(4).

Event description:
User facility medwatch # (B)(4) was received. Reportedly patient was implanted with cables, threaded cerclage positioning pins and screws in (B)(6) 2012. Patient was returned to the or on (B)(6) 2013 for revision due to non union midshaft left femur. This is 1 of 7 reports for the same event.